Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from this lot. All available information was investigated and the reported failure to grasp was due to patient pathology/morphology. The definitive cause for the reported death could not be determined. The tissue damage was due to procedural circumstances that resulted in unchanged mitral regurgitation. The reported patient effects of death, mitral valve tissue damage and unchanged mitral regurgitation as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedure. This event was further reviewed by an abbott vascular medial affairs. The reviewer stated that: the cause of death was not specified but there was no element in favor of a relationship to the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and a death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was deployed, reducing mr. A second clip delivery system (cds 90219u121) was advanced to the mitral valve; however, the clip was unable to capture the leaflets and a chordal rupture occurred. The mr returned to 4. The clip was not implanted and the cds was removed. No additional treatment was performed and the procedure was discontinued; however, the patient died the same day. The first clip was stable on both leaflets at the time of death. In the physicians opinion, the clip did not cause the patient death. No additional information was provided.